Manufacturer narrative:
The bench repair technician (brt) performed troubleshooting according to the boot phase failure section of manual, and the brt determined that the main board was the root cause of the issue. The brt replaced the main board and emailed the customer for their device software revision, options, and configuration. Based on the information available and the testing conducted, the cause of the reported problem was the main board. The reported problem was confirmed.the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the device had no audible indicators. The device was not in use.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.